Event description:
Respiratory threapist after changing out ventilator circuit and 001820 adapter saw that the pt's o2 levels were running very low. They had to take the pt off the vent and bag the pt. Once the pt was stabilized they set the pt back on the vent and o2 levels went down again. Once again they had to bag the pt. This time they switched out vents, but had the same results with o2 levels going down. It was at this time that they identified that there was a defect with the 001820 adapter. They found out that in the inside of the adapter that there was a piece of plastic that was totally restricting the flow of air instead of being completely open to the pt.